Event description:
Boston scientific received information that the patient presented to the emergency room after experiencing syncope. A remote transmission was sent in to boston scientific technical services (ts) for review. Upon review ts noted there were no episodes that correlated with the patient's syncope and all measurements were within normal limits. Ts did observe that the patient has a high number of premature ventricular contractions (pvcs) and recommended that the patient follow up with their cardiologist for further assessment. The device remains in service and no additional adverse patient effects were reported.

Event description:
The patient was seen by their primary cardiologist and no further testing was performed. The cause of the syncope remains unknown and no programming changes were made to the system.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.